Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
It was reported that the ventilator while in use had no o2 available alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and advised that in the ventilator diagnostic logs there was an error code indicating oxygen device failed. The customer reported that the unit passed performance verification testing. The customer was advised to replace the o2 solenoid valve. Further information is pending.